Event description:
The customer reported that the 840 ventilator shut down while in use on a patient. There was no patient harmed or injured as a result of the event. The customer support engineer inspected the device and found compressor inlet filter was full of lint. The customer was advised on proper care/cleaning of the device.